Event description:
Technician alleged that the siderails will not stay up. No patient impact.

Manufacturer narrative:
The technician replaced the siderail end tubes and ratchet rivets to resolve the issue.